Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the contacts on the battery cap were found to be out of specification. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2013 with the following findings: the contacts on the battery cap were found to be out of specification. The battery compartment was found to be cracked and corrosion was observed in the battery compartment. The battery cap threads were found to be stripped and corroded. A test cap was used during evaluation and the pump was able to power on properly. The pump was exercised for 24 hours with no power loss. Unrelated to the event the pump time and date reset upon removal of the battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.